Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; ((B)(4). Initial reporter¿s phone number was not provided. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported on the service order from (B)(6) that the motor device was faulty before use on a patient; and that it had a damaged hose connection with the drill. During service and evaluation, it was observed that the device had a damaged component - cable/cord/wiring. It was further determined that the motor and control unit were defective (liquid damage), coupling was defective, hose was defective/cracked, and hand control was defective. It was further determined that the device failed pre-test for loctite and cable assessments, motor thermistor assessment, hand control assessement, and safety assessment. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.